Event description:
Boston scientific received information that this right ventricular lead displayed high out of range shock and pacing impedances due to a lead fracture related to clavicular crush. A procedure was performed to replace this lead. During the procedure, it was noted there was no venous access on the left side, therefore, a new system was implanted on the right side of the patient with two new leads. The physician elected to leave the left sided system in place along with this fractured lead to function as a back-up pacemaker system. No adverse patient effects were other than the additional procedure were reported.

Manufacturer narrative:
The lead remains implanted and in service as a backup pacemaker system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.